Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, after deploying a trunk-ipsilateral leg component, they used an angulation wire, advanced the egoist fitto again to a stiff part, and pushed up the component. The upward tension may have been transmitted linearly to the device. The component position was adjusted to approximately 5 mm distal to a left renal artery, and the component was held with cloth forceps. After gore® excluder® aaa endoprostheses were implanted as a left leg of contralateral side, a clear knob was removed and a leg of the component was deployed. A gore® excluder® aaa endoprostheses was implanted as a right leg. Ballooning was performed using a gore® molding & occlusion balloon catheter. A digital subtraction angiography revealed that the component covered bilateral renal arteries. Additionally, a 6 mm express stent was implanted into the right renal artery and a 5 mm express stent was implanted into the left renal artery. Blood flow into bilateral renal arteries was confirmed. The patient tolerated the procedure. Reportedly, after the treatment, intraoperative imaging was reviewed. When removing the clear knob, the location of the component already moved proximally (distance unknown).